Event description:
It was reported that during a breast biopsy procedure, using the probe, their tissue marker did not deploy. They changed markers and continued to have the issue. They switched to another device and finished the case.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the appliers (a-d) were returned inside their original package (sterile) and with the markers present. Once the devices were removed from their package, the firing mechanisms were tested and they deployed the collagen plugs with the clips as intended; no anomalies were noted. The batch records were reviewed and no anomalies were noted during the manufacturing process. The analysis results of the mam30028 (e) found that the tip of the introducer tube was received detached and sheared off at the distal end, the tip was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient's breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A batch record review was performed and no anomalies were found during the manufacturing process. Device e additional information: batch #f9gx2j. Expiration date: 05/2014. Manufacturing date: 06/2009. Clear tip sheared at distal tip/introducer sheath detached from handle.